Manufacturer narrative:
Block e1: initial reporter facility name (B)(6). Device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a polaris loop ureteral stent was to be used during a lithotripsy procedure, and, during unpacking, it was noticed that the stent was fractured. The procedure was completed with another of the same device and there were no patient complications reported.

Event description:
It was reported that a polaris loop ureteral stent was to be used during a lithotripsy procedure, and, during unpacking, it was noticed that the stent was fractured. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block e1: initial reporter facility name. (B)(6) hospital. Block h6: device code a0401 captures the reportable event of stent shaft break. Upon receipt at our quality assurance laboratory, this polaris loop ureteral stent underwent a thorough analysis. Visual inspection of the device revealed that the stent shaft was detached in two parts. These parts were returned for analysis. Based on the information available and analysis results, the reported allegation of stent shaft break could be confirmed. It was possible to conclude that the issue could be caused by operational factors due to, the retrieval line may be removed before placement at the physician's discretion and if the retrieval line gets entangled in the coil and is removed using excess force, the stent can get detached/separated during the preparation affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation.